Manufacturer narrative:
(B)(4). Insulin pump received with no up and down button response due to corroded keypad traces. Device was received with minor scratched display window, cracked lcd window at bottom left and right corners, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported that all the buttons on the insulin pump are not responding. Nothing further reported.